Manufacturer narrative:
One jaw is broken off the instrument; condition of instrument is consistent with damage caused by stress overload.

Event description:
During lap sigmoidal procedure, jaw of forceps broke off into patient. The doctor immediately retrieved broken piece and went on to complete procedure. There was no patient injury.